Event description:
It was reported that 2 bd 1ml syringe luer-lok¿ tips experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309628. Batch no: 0204853.  Bd syringe plunger (below the rubber stopper) has black particulates embedded in something that looks gelatinous. The lot number is 0204853. This was noted after a medication had been drawn up. The medication was not in contact as the stopper was between the medication and the particulate matter on the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-01-13. H6: investigation summary: one photo and two 1ml syringes were received and evaluated. One was in a fully sealed blister pack from batch 0204853 (p/n 309628) and one was loose with a safetyglide needle attached. It was observed on the loose syringe, there was a large quantity of small black foreign matter particles attached to the plunger rod, outside the fluid path. The composition of the particles could not be visually determined, but at least one particle was large enough in size to be rejectable per product specification. No defects were observed on the syringe from the package. The "gelatinous" substance on the plunger rod appeared to be silicone, which is necessary for proper function of the syringe. Ftir analysis was completed on the black specks of material observed on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely stopper material mixed with silicone. Potential root cause for the foreign matter defect is likely associated with the assembly process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 1ml syringe luer-lok¿ tips experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309628, batch no: 0204853.  Bd syringe plunger (below the rubber stopper) has black particulates embedded in something that looks gelatinous. The lot number is 0204853. This was noted after a medication had been drawn up. The medication was not in contact as the stopper was between the medication and the particulate matter on the plunger.